Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to staphylococcus infection. The physician opted to place a temporary pacing system, subsequently, the condition of the patient has suddenly changed and when it was confirmed through echocardiography, a pericardial tamponade has occurred and a treatment such as drainage was performed. There were no additional adverse patient effects reported. This pacemaker was explanted.